Event description:
Patient received freestyle libre 2 sensors for monitoring his blood sugar. However the product inside of freestyle libre 2 box was not freestyle libre sensor 2. The product was mispacked. Reference report: mw5118306.